Event description:
It was reported that a patient underwent a fascia closure in (B)(6) 2023 and a barbed suture was used. During the procedure, it was reported that fixation feature broke when the surgeon attempted to sew muscle fascia. Changed another one to continue the surgery, the same problem happened. Changed another one to complete surgery. There were no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: do you have any photos available for visual analysis?: no if possible, please provide the lot number: unk to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-06869.